Event description:
It was reported that the pt did not feel any paresthesia. A revision was scheduled for 2008. Testing at the revision showed that all impedances were high (>3600 ohms). The physician had difficulty taking the lead off the connector. The connection was very tight. The lead was tested alone with the ens and impedances were normal. Next, an attempt was made to reconnect the lead to the extension but impedances were bad. Then the physician turned the lead into the connector and checked impedances again. Impedances were good. The pt was closed and the device programmed with sufficient pain relief. The cause of the event remained unk. The connector looked perfect but appeared to have a contact problem.